Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that fileterwire failed to deploy and damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and mild calcified left internal carotid artery. A 300 cm filterwire was selected for use. During the procedure, a bsc 8f guiding catheter to the common carotid artery bifurcation using an angiographic guidewire and catheter, which were then removed. A bsc thrombus protection system was advanced to the c3 segment of the internal carotid artery; however, it was noted that deployment of the filterwire was difficult. After multiple attempts, the proximal end of the filterwire formed a loop in the common carotid artery and still could not be deployed and became severely kinked, preventing further use and delivery through an angiographic catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the spring tip was detached.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. The wire returned inside the retrieval sheath and the filter bag came back in undeployed state. The delivery sheath was returned. It is possible to observed that the spring tip was detached. Sheathing/unsheathing could not be performed, since the wire returned inside the retrieval sheath, since the retrieval sheath only has the action of retracting and not deploy. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.